Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from a hospital representative stating that a patient sustained hearing loss after an mr examination on the ingenia 1.5t system.

Manufacturer narrative:
Based on the determined generated acoustic noise, the examination adhered to the maximum limit as indicated in iec60602-33. There is therefore no evidence that the mr examination caused the alleged hearing loss. For maximum patient comfort, double hearing protection (earplugs and headphones) can be used.